Manufacturer narrative:
Reported event: an event regarding disassociation involving a lfit v40 cocr head that was mated with an accolade stem. The event was confirmed by clinician review. Method & results: -device evaluation and results: not performed as product was not returned. -clinician review: a review of the provided x-rays by a clinical consultant indicated: "provided x-ray confirms disassociation. Need operative reports, office/clinical reports, serial x-rays, and examination of the explanted components." -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions the subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before (B)(6) 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted or expired. No further investigation is required. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before (B)(6)2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
Rep submitted a per form. "Patient entered ER complaining of hip pain - surgeon determined revision surgery was necessary" * update on (B)(6)2019 , qs: based on the clinician review, "provided x-ray confirms disassociation".

Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Lot specific voluntary recall v40 - recall - 2249697-05/07/2018-003r was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
Rep submitted a per form. "Patient entered ER complaining of hip pain - surgeon determined revision surgery was necessary."